Event description:
Customer reported a temperature alarm on pump, with the device still under warranty. Blood glucose levels were monitored, and there was no adverse impact with levels not exceeding 500 mg/dl. Customer was assisted by technical support, who initiated a replacement process for the pump. Meanwhile, customer would continue to use current pump and was guided on placing the faulty pump in storage mode before return.